Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Citation: jtcvs tech. 2025 jun 11;32:163-171. Https://doi.org/10.1016/j.xjtc.2025.05.022, pmid: 40814658; pmcid: pmc12348291.

Event description:
Title: implantation of polyglycolic acid mesh over lung resection staple lines to prevent air leaks. The aim of this study is to report a total of 250 patients and was divided into two group (mesh group n=125; no mesh group n=125) who are undergoing segmentectomy, lobectomy, or multilobe lung resection (one resection was lobectomy or segmentectomy) between november 2020 and july 2024 who had placement of a double layer of polyglycolic mesh over parenchymal staple lines held in place with lung sealant. Vicryl mesh (eth) was used to place over parenchymal staple lines held in place, and was cut to the length of the parenchymal staple line (s) and placed directly over the staple line on the collapsed lung. 4-0 vicryl suture (eth) was used to close the chest incision in a routine manner. Reported complications: no mesh group (n=125); 4-0 vicryl suture (eth); air leak for greater than 2 days (n=13); treatment: not reported; bleeding (n=1); treatment: required transfusion; complication for any cause (n=2); treatment: reoperation; chylothorax (n=1); treatment: not reported; air leak (n=1); treatment: reoperation; bleeding (n=1); treatment: reoperation sterile serous pleural effusion (n=?); treatment: therapeutic thoracentesis; pneumonia (n=1); treatment: not reported. Mesh group (n=125); vicryl mesh (eth); pneumonia (n=2); treatment: not reported air leak for greater than 2 days (n=8); treatment: reoperation; atrial fibrillation (n=1); treatment: readmission; sterile serous pleural effusion (n=?); treatment: therapeutic thoracentesis. In conclusion, placing a double layer of polyglycolic acid mesh over the parenchymal staple lines in major lung resections is a safe, effective adjunct to reduce postoperative air leaks, resulting in a significant decrease in hospital length of stay.